Manufacturer narrative:
(B)(4). Baxter received and evaluated the device and found it was out of specification in relation to the reported symptom, heat damage, which was observed during evaluation. Evaluation found heat damage to a component on the input/output printed circuit board (I/o pcb). The damage to the I/o pcb subsequently rendered the backflex inoperable. The I/o pcb and the rear case were replaced.

Event description:
It was reported that a spectrum pump had heat damage during evaluation. It was also reported there was no patient involvement.